Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The tube disconnected from the bottle. Follow up was requested, response received: can you please clarify if this occurred before use or during the drain? > there is liquid in the tube it can be assumed that the bottle was connected to the catheter. If during the drain, was the drainage line connected to the patient catheter? > yes. Where is the catheter located? Chest? Abdomen? > chest.

Event description:
The tube disconnected from the bottle. Follow up was requested, response received: can you please clarify if this occurred before use or during the drain? There is liquid in the tube it can be assumed that the bottle was connected to the catheter. If during the drain, was the drainage line connected to the patient catheter? Yes. Where is the catheter located? Chest? Abdomen? Chest.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Upon visual inspection of the sample, evidence of drainage was observed and the drainage line was verified to be disconnected from the bottle therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001333863 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not follow procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences.